Manufacturer narrative:
The customers report that the device had error code 121.2000 was confirmed. ¿ the pcu error log recorded a 121.2000.2 on (B)(6) 2020 at 4:14:19 am. ¿ customer confirmed that a generator test was performed on 16 april 2020 at 4:15 am. ¿ testing was unable to replicate the device malfunctioning within the switching power supply input voltages design limits. ¿ functional testing was performed using a power cycler to mimic the conditions observed in the pcu device event log (ac to dc toggling) was unable to reproduce the error message. ¿ replicating the error event only occurred when the input voltage was far outside the alaris system design requirements for ac input and iec 60601-1-2 ed. 3.0, clause 6.2.7, for professional healthcare facility environment in regards to voltage dips, short interruptions and voltage variations on power supply input lines. The proximate root cause of the customers reported system error message is being attributed to an input voltage sag during the power generator switch over. Device history review: review of the s/n (B)(6) service history record showed the device had a manufacture date of 29jun2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 05aug2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the device had an error code 121.2000. There was patient involvement, however, it was reported that there was no adverse effects caused to the patient as a result of the event. Although requested, additional information was not provided.

Manufacturer narrative:
Additional information provided: b.3, d.10 & d.11 the customers report that the device had error code 121.2000 was confirmed. ¿ the pcu error log recorded a 121.2000.2 on (B)(6) 2020 at 4:14:19 am. ¿ customer confirmed that a generator test was performed on (B)(6) 2020 at 4:15 am. ¿ testing was unable to replicate the device malfunctioning within the switching power supply input voltages design limits. ¿ functional testing was performed using a power cycler to mimic the conditions observed in the pcu device event log (ac to dc toggling) was unable to reproduce the error message. ¿ replicating the error event only occurred when the input voltage was far outside the alaris system design requirements for ac input and iec 60601-1-2 ed. 3.0, clause 6.2.7, for professional healthcare facility environment in regards to voltage dips, short interruptions and voltage variations on power supply input lines. The proximate root cause of the customers reported system error message is being attributed to an input voltage sag during the power generator switch over. Device history review: review of the s/n 15618949 service history record showed the device had a manufacture date of 29jun2019. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the device had an error code 121.2000. There was patient involvement, however, it was reported that there was no adverse effects caused to the patient as a result of the event. Although requested, additional information was not provided.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device had an error code 121.2000. There was patient involvement, however, it was reported that there was no adverse effects caused to the patient as a result of the event. Although requested, additional information was not provided.